Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed no evidence of a cs 162 service alarm. The rewind, load and prime steps were performed successfully with no alarms or motor noises. The force sensor calibration was within specifications. The pump was exercised for 24 hours with no loss of primes occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.